Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implantable cardioverter defibrillator (ICD) upgrade procedure, when the right ventricular (rv) lead was inserted in the ICD and the physician confirmed that the tip of the lead connector pin was visible at the end of the viewing area of the device header. The torque wrench was affixed and clicked. However, there was no rv-pacing confirmed. An attempt was made to rotate the ICD set-screw with the use of the torque wrench in order to extract the rv lead once, but the torque wrench could not be set in the set-screw to rotate. Several physicians attempted to rotate the set-screw using the torque wrench, however, could not and did not extract the rv lead. It was also reported that when one physician pulled the rv lead from the reported device, the rv lead was extracted from the ICD. An attempt was made multiple times afterwards to fix the set-screw again with the use of the torque wrench, but failed. A different wrench was used to attempt fix but also failed. The ICD was removed and replaced with a different devic e without further issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.